Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024. The system was placed such that the implantable pulse generator (ipg) was in the abdominal area and the implanted leads were targeting the ilioinguinal nerve to treat pelvic pain. On (B)(6) 2024 the firm was notified by the medical clinic that the patient was scheduled to have the nalu system explanted. Per the physician, the patient's implanted lead had become exposed and the plan was to remove the entire system to allow healing. The explant procedure was scheduled to have taken place on (B)(6) 2024 however, as of (B)(6) 2024 the nalu firm has not been able to obtain any confirmation that the explant took place or what the patient outcome is.

Manufacturer narrative:
Review of records found no prior incidents on file for this patient and no indication of any issues with the nalu system. Cause of the lead exposure is unknown at the time of reporting and patient status has not been shared with the firm.